Event description:
While retracting the sensor from the tonometer it was noticed that the sensor did not fully retract, leaving some of it in the tonometer, (est. 1-1.5cm). The depth insertion marker was at the 1.5 mark. The sensor was connected to the pt's femoral arterial catheter. While attempting to advance the sensor, blood backed-up into the tubing of the sensor, several times requiring manual flushing to keep it at bay. While experiencing difficulty advancing the sensor, blood backed-up through the entire sensor tubing, and into the sensor rotary dial base, despite the dial lock being engaged. Blood passed through the sensor introducer and leaked out from the sensor/pdm connector. The sensor/pdm connector. The sensor was removed and returned to the manufacturer for investigation. No injury was reported, pt status unaffected.